Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the t:slim x2 pump, transmitter, and sensor must be removed before magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment. Exposure to MRI, CT, or diathermy treatment can damage the components. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. Off-label insulin.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl. Reportedly the customer wore the pump in an MRI and reused supplies. Customer attempted to address bg with a bolus via the pump, however, was treated with intravenous fluids of saline and insulin in the ICU. Customer was released with issue resolved on 6/3/25 and no permanent damage.